Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented in the clinic on an unknown date. Upon review, it was discovered that the right atrial lead exhibited no capture. A chest x-ray was performed, and it showed that the lead had dislodged, the device was reprogrammed and lead was monitored. The lead was explanted and replaced on (B)(6)2019. The patient was stable post-procedure.